Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
The patient underwent another recurrent hernia repair surgery on (B)(6) 2016 and a mesh was implanted. On (B)(6) 2016 the patient had a mesh removal surgery, due to adhesions and infection. It was reported that the patient continues to experience pain, nausea, diarrhea, inflammation, loss of appetite. No additional information was provided.